Event description:
According to the reporter, in a laparoscopic appendectomy, while in the appendix, the jaws of the device locked on tissue. The jaws would not open. A new power stapler and a new trocar were opened to release the tissue. The surgeon stapled a little further down to release the tissue and the reload. The incision was also extended.

Manufacturer narrative:
(B)(4).